Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components: product ID neu_unknown_lead lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device hasn't been working and has been turned off for 2 years. The hcp indicated that the patient had a procedure done in 2013 and felt something may have happened with the wires at that time. The hcp also clarified that "not working" meant that the device wasn't providing therapy and this was since 2014. They saw the patient in 2014 and they were not able to turn device on with either patient programmer or clinician programmer. It was also indicated at that time the patient felt that the therapy wasn't working well enough for them to get a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.